Event description:
Event description boston scientific cardiac rhythm management (crm) received information that upon interrogating this cardiac resynchronization therapy defibrillator (crt-d) after the patient had received an inappropriate shock due to noise on the right ventricular channel, the right vetnricular pace/sense impedance was < 200 ohms and there was no capture at 4.0 v. The patient was transferred to the hospital where the device was programmed to monitor only until the device could be replaced the following day. There is concern that the battery on the crt-d depleted earlier than expected. No adverse patient effects have been reported.